Event description:
It was reported that after the pt returned from a holiday she was unable to hear anymore. The exchange of the external equipment was not successful. Testing confirmed that the device has malfunctioned.